Event description:
While using this handpiece during an ophthalmic procedure, this handpiece became warm and the surgeon complained of receiving a slight burn. The burn did not require treatment. No additional info is available from the contact concerning this event.